Event description:
This lead was explanted and replaced due to a fracture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection revealed multiple signs of wear along the lead fragments. Particularly at the distal lead fragment, near the shock coil the, the insulation was rubbed through. This damage can be considered as the root cause of the observed oversensing. Based on the characteristics, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. During the analysis tissue residuals were noted along the shock coil. Additionally tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In the course of the analysis severe extraction damages were observed. Cuts in the insulation and blood infiltration were noted. Deformations of the lead body were found 60 cm and 22 cm proximal to the lead tip. It is assumed that threads used for the extraction were tied on the lead body in these regions. Between 17 cm and 13 cm proximal to the lead tip the conductor cable to the shock coil was coiled inside its lumen indicating strong pulling forces during the removal of the lead. The shock coil was shifted distally and the conductors were pulled out of the lumen in this region. The observed damages indicate severe ingrowth of the lead. Tissue residuals that were found along the lead fragments, particularly around the shock coil, corroborate this assumption. Around 15 cm proximal to the lead tip the conductor cable to the shock coil was exposed as reported in the complaint text. This conductor cable was fractured at 15 cm proximal to the lead tip. Due to the above mentioned excessive extraction damages, further investigations to find the root cause of the exposed conductor cable were not feasible. Diagnostic images for an evaluation of the leads position in the implanted state were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.